Manufacturer narrative:
Batch review performed on 30 october 2018. Lot 180039: (B)(4) items manufactured and released on 09 june 2018. Expiration date: 2023-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on oct 19, 2018: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
Revision surgery performed on the same day of the primary due to bone fracture discovered on the post-op xrays. No implant was removed, the fracture was cabled.